Event description:
The report received from the affiliate states that the physician deployed an exoseal without problem, but after he deployed the exoseal an associate detected the exoseal package had inside a lot of small particles of sand, but uncolored. The uncolored exoseal box package had no particles but the individual package did. The package had no signal of damage or no sterilization and nothing to think that the product is not in good state. The physician opened another package of the same box and lot number and it did not have particles.

Manufacturer narrative:
Please note that the product packaging was received on (B)(4) 2012 and an analysis has been requested. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that the physician deployed an exoseal without problem, but after he deployed the exoseal an associate detected the exoseal package had inside a lot of small particles of sand, but uncolored. The uncolored exoseal box package had no particles but the individual package did. The package had no signal of damage or no sterilization and nothing to think that the product is not in good state. The physician opened another package of the same box and lot number and it did not have particles. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The report received from the affiliate states that the physician deployed an exoseal without problem, but after he deployed the exoseal an associate detected the exoseal package had inside a lot of small particles of sand, but uncolored. The uncolored exoseal box package had no particles but the individual package did. The package had no signal of damage or no sterilization and nothing to think that the product is not in good state. The physician opened another package of the same box and lot number and it did not have particles. One non-sterile pouch labeled 6f lot# 15491197 part# ex600ce was received folded inside a plastic bag. The pouch was received fully opened. The exoseal package pouch had small uncolored particles inside. The product or the product's tray was not received. Fourier transform infrared spectroscopy (ft-ir) was performed to identify chemical composition of particles found inside the exoseal package. Based on the results obtained from ft-ir analysis one can establish that both samples of the particles have exactly the same chemical composition; both are amorphous silica gel, since; characteristic ir bands showed on the spectra support this assumption. The unit was analyzed by the pet team and it was concluded that since desiccant bag was not returned for analysis there are no evidence to conclude that is related to the manufacturing process. In addition, controls as 100% visual inspection is performed to detect any defect or discrepancy on packaging materials including desiccant. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure foreign material-in sterile package reported by the customer was confirmed, however the exact cause of the desiccant particles found inside pouch could be not conclusively determined. Since neither the desiccant bag nor the product was returned in a sealed package, it is not possible to determine if a relationship exists between the event reported and the product packaging process. Controls are in place to detect foreign material-in sterile package from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.